Event description:
It was reported, "worn poly liner. Surgeon did poly/cup swap."

Manufacturer narrative:
Patient details were reviewed and no indication was found that the event was related to device design, materials, or manufacturing. Clincian review of the provided information confirmed the revision occurred due wear of the acetabular liner. A root cause of the advanced wear could not be determined as additional information such as x-rays and retrievals are needed. No further investigation is possible at this time. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported, "worn poly liner. Surgeon did poly/cup swap."

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown liner. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Hospital kept.